Event description:
Device malfunction: none. Symptoms/ae: seizure-like activity. Time of symptoms/ae: during the post-dilatation process. It was reported that the pateint experienced a short "seizure-like" activity during post-dilatation with a viatrac plus. The carotid stenting procedure was the right internal carotid artery, with left internal carotid artery occlusion. The event resulted in prolonged hospitalization. The patient's condition is reported to be improved. Neuro exam waxed and waned from baseline somewhat; however, there was no obvious flow deficits found after the procedure. The patient recovered and is doing fine, was discharged to home the next day. No additional information was available.

Manufacturer narrative:
Study event. During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.